Manufacturer narrative:
Updated date of death, become aware date, and investigation coding.

Manufacturer narrative:
Based on the information available, the potential cause of the reported problem was a potential component failure. The reported problem and the root cause could not be confirmed because the pads are not available for investigation since the customer discarded them right after the event. Based on the information available, no further action is necessary at this time. Insufficient information is available to support final failure analysis. The pads are not available for investigation due to being discarded by the customer. The customer was provided a replacement pads to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported the customer stated that they had a code on a patient and they were having trouble getting it to connect doing exactly what the recall says, and the patient end up dying.